Event description:
The shaft of the sleeve broke while tacking on the mesh. No patient harm. Item was removed from patient and shaft replaced.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: laparoscope, general & plastic surgery.

Event description:
The shaft of the sleeve broke while tacking on the mesh. No patient harm. Item was removed from patient and shaft replaced.